Event description:
Patient has been getting constant "connect the plug to your monitor" alerts and has a history of service codes. Patient also noted that they caught the therapy cable on door handle. Wcd role in the event is pending evaluation of to-be-returned device.